Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2005 (first surgery): patient presented with following pre-op diagnoses: left c6 radiculopathy. Cervical disk c5-6. For which, patient underwent following procedures: anterior cervical discectomy c5-6. Interbody fusion with donor bone graft and segmental fixation plate (B)(4). Preparation and fashioning of allosource bone graft. Fluoroscopy for intraoperative surgical guidance. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2010: patient presented with following pre-op diagnoses: pseudoarthrosis at c5-c6. For which, patient underwent following procedures: c5-c6 spinous process cabling. C5-c6 posterolateral arthrodesis utilizing bone morphogenic protein and allograft. Patient has a prior history of a c5-c6 anterior cervical diskectomy and fusion. One of her screws broke anteriorly, suggesting a pseudo arthrosis. Per op notes, a single titanium danek cable was wrapped around c5-c6. The cable was tightened down to 20 foot pounds. Bone morphogenic protein was applied as was allograft. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2011: patient underwent x-ray of cervical spine due to history of cervical instability. Impression: postsurgical changes at c5-c6. The left inferior fusion screw is fractured. No abnormal motion demonstrated with flexion or extension. Mild disc degenerative changes may be present at c4-c5 and c6-c7. On (B)(6) 2012: patient underwent CT of neck soft tissue without contrast. Impression: the patient is noted to be status post anterior and posterior fusion of c5-6. There is a mild disc bulge/herniation versus other epidural collection at the level of c4-5 which abuts the spinal cord. Evaluation of the structures within the spinal canal suboptimal by CT, and MRI may be warranted for further evaluation. No drainable abscess is identified within the soft tissues of the neck.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.